Manufacturer narrative:
Evaluation: key anatomic elements that may effect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in that incorrect planning, and sizing of the device was used due to the patient's adverse anatomy, which fell outside the parameters of cook's instructions for use.

Event description:
Female patient with bile duct cancer in hepatic portal region, and a previous history of CABG underwent aaa repair in 2007. Patient had suprarenal neck angulation > 60 degrees to the long axis of the aneurysm. The procedure went as labeled with the main body placed slightly lower than planned. The contralateral and ipsilateral iliac legs were placed according to the instructions for use (IFU). A proximal type I endoleak developed. A main body extension was placed according to the IFU, however, the proximal type I endoleak remained. The physician elected to conclude the procedure and observe the leak. One week post-op examination verified that the proximal type I endoleak persisted. The physician made a plan to place another manufacturer's stent.